Event description:
It was reported that the device generated repeated occlusion alerts that stopped dosing, and attempts to clear the issue by detaching and priming the tubing were unsuccessful, with the device displaying ¿unable to proceed¿ during both normal use and a dry-run prime around 110 units. Symptoms included no reported clinical effects. Outcomes included interruption of insulin delivery and replacement of the device. Investigation included customer troubleshooting under guidance, including tubing fill and dry-run priming. Investigation of this case revealed a suspected insulin pathway occlusion with persistent pump alarm behavior consistent with a delivery obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion-related delivery failure of undetermined origin. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.